Event description:
It was reported that the pulse generator exhibited premature battery depletion while in the original packaging.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found the pulse generator exhibited premature battery depletion due to a high current drain which was caused by foreign material contamination on the hybrid circuit.